Manufacturer narrative:
The device will not be returned for evaluation however a supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that after removal of the oximetry catheter it was found to have clotted blood. There was no allegation of patient injury. The device was discarded at the hospital.